Manufacturer narrative:
Device evaluation: d9, h2, h6, and h11. H11: the device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition of separation was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be due to a manufacturing issue due to an inadequate solvent bond between the female connector, insert chip, and main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. The cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an issue with the transfer set. It was further reported that "the twist clamp on transfer set (dark blue bit) was coming away". It was reported that the patient felt "pain" and was reported to have acquired peritonitis. The cause was reported to be "due to the fault". It was not reported if the patient was hospitalized. Treatment for the event was not reported. Patient outcome and action taken with peritoneal dialysis (pd) therapy was not reported. No additional information is available.